Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) homechoice cassettes had plastic connector pieces ¿not being sealed on.¿ this was observed during priming for peritoneal dialysis therapy and further described as the plastic connector pieces were ¿sliding, allowing air to get in when the machine is priming.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.